Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available

Event description:
Patient allegedly received and implant on (B)(6) 2001. Patient alleges migration (l common iliac vein), device unable to be retrieved, embedment, deep vein thrombosis. Pt further anxiety, mental anguish, stress.

Manufacturer narrative:
Additional information: investigation: it was reported that a patient with pre-existing conditions gastric adenocarcinoma and hernia repair allegedly received a bird¿s nest filter implant on (B)(6) 2001. It is stated that the patient has made allegations of migration as the complaint device supposedly lies in a position consistent with the inferior vena cava and left common iliac vein. It is reported that the patient also alleges the device was unable to be retrieved; the device embedded and that the patient experienced deep vein thrombosis (dvt) post implantation. It is reported that there is a small segmental fractured strut fragment which resides in the proximal left common iliac vein. The vena cava filter extends from the left main renal vein to the bifurcation of the vena cava. It is stated that the patient experienced physiological issues such as anxiety, mental anguish and stress. Document review notes the bird's nest filter is manufactured to specifications. A review of the device history record could not be performed due unavailability of the device lot number. The catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Instructions for use (IFU) documents the contraindications, warnings and precautions for the bnf-40-pb gianturco-roehm bird's nest femoral vena cava filter. Potential adverse events include, but are not limited to: filter migration (may occur if proper anchoring techniques are not utilized), inferior vena cava thrombosis, perforation of vena cava wall, hematoma at puncture site. Instruction for use: be certain the junction point of the distal pair of hooks is in the catheter tip when positioning the hooks into the caval wall. If there is uncertainty regarding hook fixation, the catheter may be advanced up over the hook wires to the edge of the hooks. Bench testing was performed to verify the fatigue strength of the bird¿s nest vena cava filter anchoring legs or struts. Twelve struts, the proximal and distal struts from 6 production bird¿s nest vena cava filter devices, were mounted in the testing machine after the tips of each were embedded in polyurethane tubing, simulating their deployment in the vena cava. When mounted, the struts were squeezed together to a distance of 3 centimeters between the tips of the struts. When squeezed to the maximum, the tips were 1.5 centimeters apart. This resulted in a total deflection of 1.5 centimeters for each strut. The struts were squeezed in and out at a rate of 700 cycles per minute. After approximately 288 hours and 12,081,300 cycles, the test specimens were visually inspected. There were no fractures found in any of the struts or any signs of wear or impending failure. It was concluded that the material and the design of the struts are adequate for the bird¿s nest vena cava filters intended application. The thrombosis testing was recommended, but has not been performed. An additional imaging report that an ivc filter was not present during a chest scan on (B)(6) 2016, no additional information regarding the allegation was noted . This proceeded a lower extremity imaging report from (B)(6) 2016 that noted perforation and was used in our previous investigation when it was evaluated on 29jun2018. It was reported, ¿a patient allegedly received a bird¿s nest filter implant on (B)(6) 2001. The patient alleges migration. The device is unable to be retrieved. It is embedded. Patient has deep vein thrombosis. Patient has experienced further anxiety, mental anguish and stress.¿ additional information states, ¿the (B)(6) 2011, x-ray shows ¿there is an ivc filter in place.¿ the (B)(6) 2016, x-ray shows ¿an ivc filter projects over the right border of the spine at the l2-l3 level. It lies in a position consistent with the inferior vena cava and left common iliac vein.¿ on (B)(6) 2016, CT: ¿an ivc filter is positioned below the level of the renal veins.¿ on (B)(6) 2016, x-ray: ¿the birdsnest ivc filter is seen to the right of the lumbar spine at approximately the l3-l4 level.¿ on (B)(6) 2017, CT: ¿there is a malformed ivc filter noted. The most superiorly and medially located strut protrudes into the origin of the left main renal vein. There is strut penetration in the most inferior aspect of the vena cava posteriorly and to the right. This protrudes approximately 1.1 cm from the vena cava wall. In addition, there is a strut which penetrates the inferior aspect of the vena cava at the bifurcation. This extended approximately 1 cm past the ivc wall. There is a small segmental fractured strut fragment which resides in the proximal left common iliac vein. The vena cava filter extends from the left main renal vein to the bifurcation of the vena cava.¿ the patient takes insulin/novolin, lovastatin, ibesartan, diltiazem, aspirin and atorvastatin but these are insignificant to this event. There is no rpn or lot number for review. There is no information about the implant procedure that may have contributed to this event. IFU state ¿excessive force should not be exerted during placement of the filter.¿ also, the IFU¿s state, ¿do not rotate the expanded filter hooks inside the vena cava. Doing so may compromise the performance of the filter.¿ IFU state, ¿vena cava wall penetration/perforation is a known potential complication of vena cava filters.¿ these aforementioned IFU¿s state ¿filter fracture is a known potential complication of vena cava filters.¿ it is not known if the patient was aware of these precautions. There is no timeline of events. There is no medical history or physical information at the time of the event. The IFU¿s state ¿fracture of a filter hook/hook wire strut can be due to repetitive motion on a filter hook/hook wire strut in an unusual stressed position.¿ it is not known if there will be any attempt to retrieve the device. Vessel perforation/penetration can potentially cause a pseudoaneurysm and possibly result in critical harm. At this time no cause can be established. However, medical procedure, device placement, human anatomy, device malfunction and device failure related causes cannot be ruled out. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
No additional information provided at this time.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. H6 patient code(s): vessels, perforation of (2135) was added in addition to the previously submitted patient codes. H6 device code(s): appropriate term/code not available (3191) was added in addition to the previously submitted patient codes. Investigation: the device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It is concluded that these devices meet the performance requirements necessary to perform the intended use safely and effectively. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.